Manufacturer narrative:
This supplemental report is being submitted to correct and include the following information: product brand name, product UDI, operator of the device, manufacturing site, report source, reason device not evaluated, health impact grid, evaluation results code grid, usage of device, and to finalize the report.

Event description:
A dreamstation auto bipap device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles. In addition, the device displayed error codes e053 (err_comp_log_sem_timeout) and e191 (err_als_bist). The device was scrapped by the service center after the evaluation was completed.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to a third-party service center for evaluation. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles or degradation. In addition, the devices error log was downloaded, and one error code was present when reviewed.